Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all the keypad buttons responded appropriately and none of the buttons were sticking. During investigation, evidence of adhesive contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow and down arrow keypad buttons were sticking and hard to press. The patient noted damage to the keypad and was unable to confirm if the damage or the response issues had occurred first. There was no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.